Manufacturer narrative:
The reported complaint that saline was leaking from around the balloon of the quattro catheter (lot 213979) was not confirmed during visual inspection or functional testing of the returned quattro catheter. No issues or discrepancies were found. No leak, no damage, no device malfunction was observed during testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed. There was no physical damage observed on the catheter. No blood was observed on the balloons or in luered tubings. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no leak, no issues were found on the catheter. The balloon did not leak during testing. In addition, the returned catheter was connected to a known-good suk and ran on a peristaltic pump for 10 minutes at a flow rate of 240. No leak was found, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known-good suk and ran on the thermogard console system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter functioned as intended.

Event description:
On (B)(6) 2026, prior to insertion while preparing the quattro catheter (lot 213979) for use, it was confirmed that saline was leaking from around the balloon. A new catheter was used to start therapy. No patient injuries were reported.